Manufacturer narrative:
Evaluation summary: one sample returned for evaluation in a sample bag along with the its original open unit pack, the 2 x 10fr suctions in their unopened unit pack and an empty device assemblies unit pack. An attempt was made to inflate the returned sample. The bronchial cuff inflated without issue but the tracheal cuff failed to inflate. The bronchial cuff was deflated and no issue noted. The tracheal cuff was leak tested under water and leakage was detected from the cuff body. Further examination of the tracheal cuff using the microvu shows a hole in the cuff body measuring 0.77mm x 0.44mm. This type of damage is indicative of the tracheal cuff coming in contact with a sharp utensil or object. The single wall thickness of the cuff was measured away from the damaged area and found to meet the blueprint specifications. The reported defect could be detected on the unit returned for evaluation. The most probable root cause of this defect is the tracheal cuff coming in contact with a sharp utensil or object. All of our products undergo a four hour inflate/deflate test prior to release and it is at this stage of the process that any defects are removed from the lot. The damage detected on the returned unit would not have passed this inspection. We would like to draw your attention to our instructions for use(IFU) where the following is stated ¿various bony anatomical structures (e.g., teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during intubation which would create the need to subject the patient to the trauma of extubation and re-intubation. If either cuff is damaged, the tube should not be used.¿ information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff did not inflate when checked pre-operatively. There was no patient involvement.